Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120065.

Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced. Further information was not provided.